Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew0798 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reew0798) have been reported from the same facility.

Event description:
It was reported "rn placed PICC line. Encountered resistance & pulled PICC and wire back. After removing wire and PICC she noticed that the guidewire was bent at a 90 degree angle."

Event description:
It was reported "rn placed PICC line. Encountered resistance & pulled PICC and wire back. After removing wire and PICC she noticed that the guidewire was bent at a 90 degree angle."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. Many bends were observed in the stylet with the most severe approximately 5 cm, 14.5 cm, and 21.5 cm proximal to its distal tip and also 14 cm distal to the yellow handle of the stylet. A microscopic observation revealed the polyimide tubing was plastically deformed at the location of the bend approximately 5 cm proximal to the distal tip; however, no breaks, tears, or other bends or kinks were observed in the polyimide tubing. While the exact cause of the bends in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement, stylet tip protruding from catheter during insertion, and advancement/retraction of the stylet against resistance.